Event description:
The nurse was performing a pre-insertion check prior to using with the pt. She tested the device by inflating the balloon and attempting to deflate the balloon. The balloon could not deflate with syringe used in kit after it had been initiated. The nurse tried several times to deflate the balloon after readjusting the syringe and tube. The device was not inserted into the pt.

Manufacturer narrative:
Additional information was received on july 22, 2015. Third party manufacturer performed a review of the routers used to manufacture lot# 13vm528516 and no deviations or discrepancies were noted. It was determined that the lot was manufactured without incident. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2015.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. At the time of this report, a return sample has not been received. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.